Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Additional devices associated: battery / (B)(4)/ model # 1650de / UDI: (B)(4). Exp. Date: 30sep2014, device available for evaluation: yes, mfg. Date: 30sep2013, labeled for single use: no. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient contacted the cardiac assistance nurses to inform them that a "disconnected battery alarm" started to go off two weeks prior with the number of alarms becoming more frequent in the few days directly before the contact. The patient viewed changing the controller¿s power supply as unnecessary because the battery in use was charged. The patient mentioned that the power level on the battery would sometimes "die out" and then reappear quickly with no alarm sounding. At other times the power level would not come back and the alarm would trigger. The patient indicated that the alarm was an orange alarm for the controller that indicated that there was a battery missing. According to the patient, this always happened when the power supply was moved to the left. It was also reported that the left connection on the alleged controller randomly failed to detect when the left battery was connected. The battery and controller were exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Corrections: h3 - dev ret to MFR? H10 - d10 - return date product event summary: the controller and battery were returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis revealed that the battery passed functional testing and visual inspection. Failure analysis revealed that the controller passed functional testing. No abnormalities were found on the left connection of controller, and the controller worked as intended when connected to batteries. Visual inspection under 10x magnification revealed hairline cracks surrounding power port 1 and power port 2. An internal visual inspection did not reveal fluid ingress. The hairline cracks are not related to the reported event. The root cause of the hairline cracks was determined to be due to chemical additives applied to the power port gaskets during the manufacturing process. The chemical additives contributed to environmental stress cracking. An internal investigation has been opened to evaluate hairline cracks and implement corrective actions as required. Log file analysis revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed premature power switching events due to momentary disconnections involving (B)(4) and a premature power switching event due to a communication error. In addition, a review of the data file revealed several momentary disconnections that did not lead to premature power switching events. Momentary disconnections will result in an audible tone, or "beep". If the momentary disconnection is sustained for longer than 20 seconds, a power disconnect alarm will occur. As a result, the reported event was confirmed. The most likely root cause of the reported premature power switching can be attributed to momentary disconnections and communication errors between the controller and batteries. The most likely root cause of the reported disconnect alarm event can be attributed to momentary disconnections between the controller and battery. An internal investigation has been opened to evaluate momentary disconnect and implement corrective actions as required. Additional products: battery (B)(4). D10:yes, return date: 2018-04-10 h3: yes h6 FDA patient code(s): c76143 h6 FDA method code(s): 10, 4112 h6 FDA results code(s): 3213 h6 FDA conclusion code(s): 12 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.